Event description:
It was reported that the patient with this pacemaker system stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed but the patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. At this time, this device system remains in service.